Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation of the pacemaker revealed a discrepancy of heart rhythm. The episode of antitachycardia in remote transmission was longer than the episode shown during in clinic check. Physician stated that this discrepancy made decisions about anticoagulation needs unnecessarily difficult.